Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the level sensor pad's stickiness was not enough to hold the level sensor. They have checked two to three pieces at the same time and those were the same. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The level sensor was mounted on a flat surface and the user waited approx ten minutes before placing the sensor onto the level sensor pad.